Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly previously developed a rash under the therapy electrodes. The rash under the rear therapy electrodes healed but the rash under the front therapy electrode was scabbed. The patient's physician prescribed cortisone but the patient did not use it as the rash was improving.